Manufacturer narrative:
An opened phaco tip was returned for evaluation for the report of break of tip during phaco. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The phaco tip was visually inspected and deemed nonconforming. The phaco tip is broken at the cone to cannula transition. Uneven wall thickness. Wear on threads. Foreign material present along entire phaco tip. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phaco tips. An investigation photo of the returned broken phaco tip has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Operators control both the part concentricity and inside/outside diameter of the cannula to insure the wall thickness is manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the phacoemulsification tip broke during sculpting phase of the cataract procedure. The broken piece was removed from the eye during the same procedure and there was no harm to the patient.